Event description:
Surgeon was trying to get screw out of baseplate on backtable and driver broke at tip.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
Surgeon was trying to get screw out of baseplate on backtable and driver broke at tip.

Manufacturer narrative:
Correction: d4 gtin, d9 product available to stryker, d9 returned to manufacturer on. The reported event was confirmed, since the instrument was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the screwdriver reveals an abrupt ductile fraction extending diagonally across the entire diameter of the trox driver head, accompanied by twisting de-formation of the remaining flutes of the torx head. Additionally, circular striations are present along the shaft of the instrument. A functional inspection was neither deemed necessary nor possible, as missing parts and visual damage of the instrument render it non-functional. A dimensional inspection of the device was not possible since a measurable feature of the instrument are missing. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by repetitive usage and exposure to extensive torsional load contributing to the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.